Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported that study showed dye in the catheter access port of the pump. The reporter did not see it themselves, but when they removed the pump connector they saw dark colored debris/"gunk" at the connector. It was believed this may have been dye from the study. The reporter did not have a pump report, as the hcp used their own programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving lioresal (2000mcg/ml at an unknown dose) via an implantable pump. The pump's indications for use (ifus) were noted as cerebral palsy and intractable spasticity. A baclofen pump failure was reported. The patient experienced a return of spasticity. An indium ink dye study performed before surgery showed no dye in the catheter or cerebrospinal fluid (csf). The pump was replaced, but the catheter remains in use in the patient. When the replacement pump was placed, csf was flowing and a dye study was performed under live fluoroscopy to confirm catheter patency. Some accumulation was observed at the pump connector junction from the old pump. The issue was considered resolved at the time of the report and the patient's status at the time of the report was noted as alive with no injury. The patient's parents said his wheelchair has bluetooth and other circuitry and asked if this could be why two pumps in a row failed. Follow-up has been conducted for additional information including lioresal dose, lot number, therapy dates, and the onset date for the event. A follow-up report will be sent if additional information is received.